Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 347 mg/dl. During system check with tandem technical support, there were air gaps in the tubing. Reportedly, the customer continued using the pump for insulin therapy.